Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump l failure. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump could not generate more than -0.5 psi. Discussed this was indicative of a failed circulation pump. Asked for part numbers and pricing for spare parts. Per follow up information received via phone on 20may2024, it was reported that they ordered a circulation pump, and they were waiting for it to arrive. Once replaced, the device would be returned circulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump could not generate more than -0.5 psi. Discussed this was indicative of a failed circulation pump. Asked for part numbers and pricing for spare parts. Per follow up information received via phone on 20may2024, it was reported that they ordered a circulation pump, and they were waiting for it to arrive. Once replaced, the device would be returned circulation.